Event description:
Information was received from a consumer via a patient receiving an unknown drug via an implantable pump for ununknown indication. It was reported that they patient was having issues on the handset. Patient stated that, on several occasions, they needed to reset the device, and it was taking them a long time to deliver a bolus. Agent reviewed data and assisted patient deleting data. After that, patient was able to connect to pump without lag. Patient will call back if further assistance is needed. The issue was resolved at the time of the report.

Manufacturer narrative:
Continuation of d10: product ID a820, serial# (B)(6) product type software section d information references the main component of the system. Other relevant device(s) are: product ID: a820, serial/lot #: (B)(6), medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. . Medtronic will submit a supplemental report if additional relevant information becomes known.